Event description:
Revision surgery was reported due to a broken implant. Implanted plate broke on (B)(6) 2012 due to applied load at the direction of the surgeon. The plate was explanted and revised to a trigen meta nail.

Manufacturer narrative:
(B)(4)